Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was identified coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received an m31 air detected in cassette alarm during drain one of five of peritoneal dialysis therapy. It was noted that the patient had drain 35ml of an expected 2001ml at the time of the alarm. This was the second time the patient had received the alarm during their treatment that night. The peritoneal dialysis registered nurse (pdrn) attempted to bypass the alarm but the message reappeared. The pdrn reboot the cycler and the patient drained an additional 2ml before the alarm once again reoccurred. The technical support representative advised the peritoneal dialysis registered nurse to cancel the treatment. Upon removing the supplies, the pdrn noticed that there was fluid leaking from the cycler door. The technical support representative advised the pdrn to discontinue use of the cycler. It was unknown if manual supplies were available to complete the patient¿s treatment. There has been no report of patient injury or medical intervention resulting from the reported leak. Upon contacting the facility, additional information could not be obtained.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.